Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. The target lesion was located in the "very tightly" stenosed subclavian. This 8.0x30x135cm express ld stent was selected for treatment and advanced to the lesion. The stent delivery system (sds) was unable to cross the stenosis despite numerous attempts. The physician wanted to remove the sds and pre-dilate. While withdrawing the sds from the stenosis, the stent stuck and dislodged from the sds. The catheter was removed from the patient without complications. The undeployed stent stuck in the stenosis and was left there. The patient was going to be brought back a couple of weeks from the procedure to treat the lesion and deploy the stent; however, the patient has since had a pacemaker implanted and has not returned. No further patient complications were reported.